Event description:
Rob890 - mps manager reported arm dropping during bone prep. Mps reported this issue occurred during new surgeon lab last week and again today during his first case. Surgeon can engage haptics and pull trigger, but the system will not allow you to progress with cut.

Manufacturer narrative:
Reported event. Mps manager reported arm dropping during bone prep. Mps reported this issue occurred during new surgeon lab last week and again today during his first case. Surgeon can engage haptics and pull trigger, but the system will not allow you to progress with cut. Method & results. -product evaluation and results: the factory service engineer reported: per wo this was determined to be a surgeon specific issue, no action required. Thank you. -clinician review: no medical records were received for review with a clinical consultant. -device history records: review of the device history records indicate rob890 was manufactured and accepted into final stock on 03/07/2020 with no relevant reported discrepancies. -complaint history review: a review of complaints in trackwise related to p/n 219999, robot number: rob890 shows 0 additional complaints related to the failure in this investigation. Conclusions: the alleged failure mode was not confirmed as it was determined to be a surgeon specific issue, no action required. Successfully completed all checks, verifications, and calibrations. System is ready for clinical use. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
(B)(4)- mps manager reported arm dropping during bone prep. Mps reported this issue occurred during new surgeon lab last week and again today during his first case. Surgeon can engage haptics and pull trigger, but the system will not allow you to progress with cut.